Manufacturer narrative:
The driver remained in this state throughout the duration of the functional test, which resulted in asterisks on the driver's display indicating low cardiac output. Full filling of the right ventricle on the mock tank was also observed. The customer-reported fault alarm was reproduced. Further internal inspection of the piston cylinder assembly (pca) revealed that the lip seal on the bottom piston was partially displaced, deformed, and had less lubrication than the lip seal on the top piston. The displaced lip seal on the piston cylinder assembly is the root cause for the customer-reported fault alarm. The pca was replaced, the driver was serviced and passed all final performance testing. The alarm history (eeprom) data and failure investigation testing demonstrated that there was a malfunction of the pca. The driver immediately exhibited a fault alarm, which alerted the customer to switch to the backup driver.

Event description:
Although the freedom driver exhibited a fault alarm, the driver continued to perform its life- sustaining functions. The freedom driver was returned to syncardia for evaluation. Visual inspection of the exterior and interior of the driver revealed no abnormalities. During testing with a mock tank, the driver exhibited a fault alarm approximately fifteen minutes after startup. The driver failed testing because of elevated pressures, specifically left atrial pressure (lap) and pulmonary aortic pressure (pap) pressures that exceeded the test acceptance criteria of 12&#7520;mmhg. These issues will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The patient subsequently switched to the backup freedom driver. The customer also reported that the patient was asymptomatic. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.